Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra meter was reading inaccurately compared to her continuous glucose monitoring system and that the one touch ultra meter was reading erratically. The medical affairs specialist was not able to contact the pt to obtain/clarify info. The pt states the reported issue first occurred on the morning of the day before. She did not provide any readings from the continuous glucose monitoring system. She provided readings of 80 and 100 mg/dl on the one touch ultra meter performed within 10 mins of each other. Based on statistical criteria, these results fall within the expected value of <=20mg/dl. She also provided readings of 73 and 100 mg/dl although these results cannot be compared because the time difference is unk. The pt took her diabetes medication based on a sliding scale. It is unk what the pt's medication regimen is or which device the pt based her sliding scale on. All that is known is that the pt takes humalog insulin and levemir insulin. Sometime the pt obtained readings she alleged were inaccurate, she experienced a symptom of shakiness. It would be helpful to know which device the pt used to adjust her medications, how much insulin she took, what time she adjusted her insulin, what time she felt symptoms, how often she tests her blood sugar in a day, whether she tested her blood sugar during the symptoms, and how she treated her symptoms. The pt denied seeking medical attention. The meter was set to correct unit of measure at the time of testing. No add'l troubleshooting was performed. This complaint is being reported because the pt alleged she obtained inaccurate results on her meter, took insulin based on a sliding scale, and suffered a symptom suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.